Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the lv set screw seal plug with seal plug material noted in the lv set screw cavity. All other seal plugs were noted to be intact. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that proper function of the lv set screw could be compromised by the seal plug material underneath the lv seal plug if the piece of seal plug got into the lv set screw hex slot and confirmed this was likely to root cause of the reported clinical observations. Laboratory analysis was unable to reproduce the reported clinical observations related to the ra and rv channels.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra), right ventricular (rv) and left ventricular (lv) leads presented to the emergency room due to dizziness and syncope. Increased lv threshold measurements was observed in addition to rv and lv loss of capture (loc). The loc was able to be reproduced with pocket manipulations. Additionally, low out of range pacing impedance measurements of 200 ohms and less were observed on the ra lead and spikes into the 1,000-1,500 ohms range was observed on the ra and rv leads. The patient was also noted to be in atrial fibrillation (af) with some undersensing noted resulting in the device going in and out of atrial tachy response (atr) mode switches. Boston scientific technical services (ts) discussed troubleshooting options including potential device replacement. Additional information was received that the device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra), right ventricular (rv) and left ventricular (lv) leads presented to the emergency room due to dizziness and syncope. Increased lv threshold measurements and loss of capture (loc) was observed. The loc was able to be reproduced with pocket manipulations. Additionally, low out of range pacing impedance measurements of 200 ohms and less were observed on the ra lead and spikes into the 1,000-1,500 ohms range was observed on the ra and rv leads. The patient was also noted to be in atrial fibrillation (af) with some undersensing noted resulting in the device going in and out of atrial tachy response (atr) mode switches. Boston scientific technical services (ts) discussed troubleshooting options including potential device replacement. This product remains implanted and in service. No additional adverse patient effects were reported.